Event description:
Received a summons alleging personal injury occurred related to a pride powerchair.

Event description:
Received a summons alleging personal injury occurred related to a pride powerchair.

Manufacturer narrative:
Device serial number and production date not available at this time. Injury not specified. Device not available for evaluation. A follow-up report will be submitted should the device become available.

Manufacturer narrative:
Device serial number and production date have been provided. However, injury still not specified and device not available for evaluation. A follow-up report will be submitted should the device become available.